Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported "the inner sterile packaging on the product was found to not be completely sealed. Another box was available for use in the surgery, there was no delay in the surgery."